Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the up arrow, down arrow and ok keypad buttons were intermittently unresponsive and required multiple button presses to elicit a response for more than a month ago. It was noted that the keypad was torn at the up arrow button. Reportedly, the tactile changes occurred prior to damage to the keypad. The reporter denied evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and cleaned the pump with antiseptic swabs. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
Follow-up # 1 11/27/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad cover was found to be peeling at the up arrow button. During testing, the up arrow and down arrow keypad buttons were intermittently unresponsive and required excessive force to respond; all other keypad buttons responded appropriately. During investigation, evidence of contamination was found under the contrast, down arrow, and up arrow key contacts. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.